Event description:
Dr. (B)(6) was placing the jamshidi needles and when trying to remove it the tip of the outer cannula broke off in the patient. This happened with two needles. All parts were retrieved and confirmed with x-ray.